Manufacturer narrative:
Damaged device.

Event description:
The customer reported a damaged device after processing in the unit. The customer reported that a flexible bronchoscope was processed in the unit and damaged. The customer stated that the scope had been processed so often that she could not provide patient information for each time the scope was processed and then used. The clinical representative instructed the customer that the unit is not validated to process flexible scopes.